Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having revision surgery. It was reported that patient had  l4-s2 posterior fixation on (B)(6) 2022 for  l5 meta suspected. The patient was having a revision surgery as the screw came out. During the revision surgery the set screw on the open side of the mrc could not be removed, and the screwdriver was broken.  Even after trying with a different screwdriver, there was no sign of dislodgement, so the mrc was removed along with the rod.  There was no patient symptom reported. There were no further complications reported regarding the event. Additional information added on (B)(6) 2022: the first mrc could not even removed the nut. The another one's nut could be removed but the rod and mrc could not be detached, so it was described as two. The screw was replaced with a new one and the extension was fixed. Physician's opinion regarding the cause: the vertebral body of l5 has already been compressed, it might have been better to perform anterior fixation. The cause could be because the physician could not make the determination to do so and did not handle the anterior portion during the surgery and also that the l4 screw could not be properly inserted into the pedicle.

Manufacturer narrative:
H3: product analysis : part # 5480004v ; lot # kh20d730 visual and optical inspection confirmed the entire female torx of the set screw has been stripped out. The edges have been rolled over and deformed. The set screw can no longer be removed from the connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.